Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 234-320 mg/dl. Multiple attempts were made to follow up with the customer; however, no response was received.